Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed in a patient with a heavily pectinated appendage. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician deployed the 31mm closure device in the laa, however it was noted that there was too much shoulder and not meeting initial position, anchor, size and seal (pass) criteria. Three (3) attempts were made at placement. It was suggested that a smaller 27mm wds to be used. As the new 27mm wds was being opened, the physician attempted one more deployment of the 31mm closure device into the anterior aspect of the appendage. During this deployment it was noted that the flex ball was very deep at the back wall of the appendage. After deployment a contrast injection was used to access placement as well as transesophageal echocardiography (tee). It was observed at this point that the device had punctured the wall of the appendage. The device was left deployed and attached to the core wire. A pericardiocentesis was performed and the surgeon was called to take the patient to the operating room (or) for surgical repair. The patient went to the or in stable condition. It was noted during surgery that part of the device had punctured through the back wall of the appendage. While in the or the closure device was retracted from the core wire back into the sheath and a stitch was placed to repair the perforation defect. The surgeon then clipped the laa and the patient was taken to the intensive care unit (ICU) in stable condition without the need of blood pressure support medications.